Event description:
Boston scientific crm rec'd and reported the following info: "this brady adapter was explanted with the pt's implantable pacemaker system due to infection."

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event. Add'l serial #: (B)(4).